Event description:
It was reported that the patient has ¿severe and disabling back pain. The patient had a previous attempted fusion at l3-4 that has developed a pseudoarthrosis.¿ the patient has ¿a pseudoarthrosis at l3-4. He had many years of very disabling back pain. The patient had a previous fusion from l4 to the sacrum. The flexion-extension films showed motion at l3-4. The patient¿s CT showed a pseudoarthrosis at l3-4. There was no central or foraminal stenosis at l3-4 that was significant. The patient on discography had a painful disc at l3-4 as well as at l4-5.¿ on (B)(6) 2004 the patient presented with severe and disabling back pain, pseudoarthrosis l3-4, degenerative disc disease and postlaminectomy syndrome l3-4. There is a solid fusion l4-s. The patient underwent alif l3-5 using precision interbody devices, rhbmp-2/acs. Per the operative report, ¿the l3-4 disc was markedly degenerated. There is a marked inflammatory reaction anterior to the disc space and the structure adjacent to the disc, namely the vein and artery, were adherent. The disc space was extremely narrow. There were osteophytes present around the rim of the vertebral bodies.¿ there were no noted complications. On (B)(6) 2004 the patient underwent posterolateral fusion and pedicle screw instrumentation l3-4 using rhbmp-2/acs. Per the operative notes, ¿there was a very clear and distinct pseudoarthrosis at l3-4, between the fusion of l4, and a fusion mass along the lateral mass or the articular process and facets at l3-4. The transverse processes bilaterally did not have bone or fusion mass on them. There was a previous laminotomy site at the l3-4 level. There were translaminar screws present. They were very loose.¿ there were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on 06/21/2004, patient underwent following procedure: anterior lumbar interbody fusion l3-4; anterior lumbar interbody fusion l4-5; application of biomechanical device bone prosthesis/ 16 mm/ l3-4; application of biomechanical device bone prosthesis 16 mm l4-5; application of rhbmp-2 l3-4 and l4-5. For pre-op diagnosis of: degenerative disc disease l3-4 and l4-5; postlaminectomy syndrome l3-4; status arthrodesis l4 to the sacrum. Patient had severe and disabling back pain. CT shows a pseudarthrosis at the l3-4 level. There is a solid arthrodesis from l4 to the sacrum. Per-op notes: an anulotomy was performed with a scalpel. A 12 mm bur guide was used to decorticate the upper and lower endplates. There was good decortication. A trial was used which found it to fit properly. A depth gauge, which had previously been used, and the short reaming system were used. A high-speed bur was used to further deepen the depth of the decortication. A 16 mm bone prosthesis was chosen and filled with two sponges of rhbmp-2 bone morphogenic protein and this was impacted with the impacter into the disc space. The l3-4 disc space was prepared in a similar manner, except that the upper endplate had 1 mm of decortication and the lower endplate 3 mm of decortication. There was sclerosis on the lower endplate at l3-4. The 16 mm precision bone prosthesis, filled with two sponges of rhbmp-2, was impacted into the disc space with the inserter. No complications were reported. On (B)(6) 2004, patient underwent following procedure: posterolateral fusion, l3-4; pedicle screw instrumentation, nonsegmental, l3-4; application of rhbmp-2. For pre-op diagnosis of: degenerative disc disease; postlaminectomy syndrome, pseudarthrosis, l3-4; status arthrodesis, lumbar. Per-op notes: a midline incision was made through a previous incision and extended slightly proximally and distally only partially through that incision. Fluoroscopy was then used to identify the pedicles first at l3. The pedicles were identified in an anterior, posterior, and then lateral view. The pedicles were then tapped and 5.5 x 50 mm screws were placed into the pedicle. Pedicle screws were placed in a similar manner in the pedicle of l4. This completed the instrumentation from l3-4. A high-speed bur was used to decorticate the transverse process of l3 and the area of the pseudarthrosis. There was a prior laminectomy area that was avoided. One pack of rhbmp-2 and 30 cc of bone graft that had been bone milled were all placed in the area between the transverse process of l3 and the fusion mass at l4. This completed the fusion at l3-4. Connectors were then placed onto the pedicle screws of l3 and l4. The patient was taken to the recovery room in satisfactory condition.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.